Event description:
It was reported that during an unk procedure, the tissue pad fell off into the pt, the piece was retrieved. Another device was used to complete the case. There was no consequence to the pt.

Manufacturer narrative:
Date sent: 04/14/2008. Info anticipated, but unavailable at this time.